Event description:
During initial activitation of the implant no nrt could be obtained and reportedly only facial stimulation was apparent. No behavioral responses were observed. A follow-up CT scan revealed that the electrode was not correctly positioned inside the cochlea. Explantation and reimplantation surgery is scheduled for 2005.